Manufacturer narrative:
Additional information: b5.

Event description:
New information noted that programming changes were performed. There were no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited sensing noise and inappropriate mode switch. No intervention was performed. There were no patient consequences.